Event description:
It was reported bd tech support proactively reached out to the customer after receiving an alarm from the customer's alaris systems manager server regarding a duplicate serial number dedicated for a pcu for interoperability programming. Tech support requested the customer find and pull the pcu. When the customer located the two pcu's in question, it was noted the pcu internal and external serial number was a duplicate to another pcu internal and external serial number. Upon troubleshooting technical support found that the pcu with mac address ending 54cc, should actually be serial number, (B)(4) despite the internal and external sn reading (B)(4). There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone.a follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.